Event description:
In 2003, the patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the artificial heart specialist that the patient's pump has seized up, and they had put the patient on pneumatic back up using a drive console and stroke volume limiter. (Svl). The hospital experienced problems with pneumatic actuation. Initially there was a brief episode when the lvad pneumatic tube of the percutaneous line appeared to become blocked (presumably with debris from the wear of the lvad motor). This manifested itself as poor movement of the stroke volume limiter diaphragm and great resistance when the pneumatic hand pump was first applied. Subsequently, blockage appeared to become dislodged. The patient did end up expiring. The pump was removed at post mortem and placed in formallin/saline solution.